Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-aug-2023 h6: investigation summary it was reported after the injection leakage was found. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the needle hub has a molding short shot 5/16" from the bottom part of the hub. The sample was then connected to a syringe with saline solution and there was leakage through the short shot. The photo provided shows the sample received. No other defects or imperfections were observed. Previous investigations have confirmed a short shot from the molding has induced a similar symptom. After analysis of the molding tool, it was concluded that wear of the stripper bushing contributed to the defect. A device history record review was completed for provided material number 305107, lot 1300553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on (B)(6) 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that while using the bd precision glide¿ needle there was leakage. The following was received by the initial reporter: the user(opthalmologist) inected 'avastin' the patient's eye. But after injection the leakage was found out by the user.

Event description:
It was reported that while using the bd precision glide¿ needle there was leakage. The following was received by the initial reporter: the user(opthalmologist) inected 'avastin' the patient's eye. But after injection the leakage was found out by the user.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.